Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation testing of the device, the red port on the temperature module was not reading the temperature. There was no patient involvement.

Manufacturer narrative:
During the laboratory analysis, the pst connected the temperature module to lab use only (luo) testing equipment. The module was successfully assigned in the perfusion screen. Each temperature port was checked for function using a set of temperature emulator probes. For the blue port, all three values were displayed on the central control monitor (ccm). For the red port, no temperature information was displayed. After troubleshooting, which included disassembling and re-assembling the module, functionality was restored.